Event description:
I experienced mechanical failures on two separate dental implants manufactured by zimmer-dental of the zimmer corporation. These two failures involved failure of the abutment to post interface. Restoration of such failures can require invasive surgical procedures to remove an otherwise well anchored implant post. A zimmer-dental technical rep provided communications to myself that abutment screws coming loose leading to such failures was the number one problem associated to their dental implants. Other communications with zimmer-dental and my oral surgeon has lead me to conclude that the zimmer corporation does not know the extent of the failure rates. It is noted that zimmer-dental provides a free kit to remove broken abutment attachment screws which re-affirms the fact that zimmer-dental recognizes it has design deficiencies in some types of its dental implant devices.